Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis and high blood glucose of 375 mg/dl. It was stated that the customer was experiencing high glucose for one day. Troubleshooting was performed. It was stated that the infusion set was changed to resolve the issue. The programming, time, and date were correct. Ran a fixed prime and high pressure test and they passed. The caller mentioned that the insulin pump delivers only part of the insulin and had to deliver again, but the insulin pump alarmed no delivery. The mother requested having the insulin pump replaced. No further info was provided.